Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 03rd june 2014 and performed to specification throughout the history log. The final history log entry was recorded on the 4th october 2015, prior to return to heartsine. The returned pad-pak was inserted, the device powered up and the device passed a self-test. No warnings were given at shutdown and green status led remained constantly lit throughout. This confirms the reported fault. The device was disassembled for investigation. On visual inspection the membrane tail was found to be corroded. Investigation found the reported fault can be attributed to membrane failure due to corrosion on the membrane tail. This caused the green status led to become constantly lit. Corrosion on the membrane tail suggests the device had been subjected to storage in adverse conditions.

Event description:
There was no patient involved in this event. No status indicator flashing.